Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06579. It was reported that the burr became stuck on the wire. The 70% stenosed target lesion was locate in the moderately tortuous and severely calcified right coronary artery. A 1.25mm rotalink plus and 330cm rotawire were used and advanced to treat the target lesion. During the procedure inside the patient's body, it was noted that the burr could not be removed from the rotawire despite pulling. The wire had to be cut in the end. The procedure was completed with another of the same device. No patient complications reported and patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. The rotawire was received inside the lumen of the rotablator advancer and burr units. The advancer unit and burr unit were received together. The advancer knob was received loosened in the backward position. The handshake connections were examined and it no issues were noted. There were kinks throughout the rotawire. An attempt to remove the rotawire was unsuccessful due to dried blood and saline, so the burr and rotawire were soaked in hot water. After the devices were soaked, another attempt was made to remove the burr from the rotawire; however, due to the kinks in the rotawire, the burr was unable to be removed. Inspection of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06579. It was reported that the burr became stuck on the wire. The 70% stenosed target lesion was locate in the moderately tortuous and severely calcified right coronary artery. A 1.25mm rotalink¿ plus and 330cm rotawire¿ were used and advanced to treat the target lesion. During the procedure inside the patient's body, it was noted that the burr could not be removed from the rotawire despite pulling. The wire had to be cut in the end. The procedure was completed with another of the same device. No patient complications reported and patient's condition was stable.